Event description:
It was reported that a mesa uniplanar screw experienced axial slippage post-operatively. This led to loss of correction in the patient. It is not known at this time if revision surgery is scheduled or will be performed.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Post op x rays were provided. The x ray did not show the full construct, just the end of the construct. It cannot be determined if a slip occurred from the provided x rays as the x rays are at different angles. The construct does not appear to go thru the curve of the deformity and every other level is fixated alternatively. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records for this catalog number, similar complaints from the same surgeon were identified. Similar construct design x rays from the same surgeon for the same failure mode were provided and reviewed by a consultant spine hcp. The hcp believes construct design with difficult deformities was the most likely contributing factor to the event. From his analysis, the surgeon used a low density screw construct ending the construct on the convex curve of the deformity. The low screw density, short length of construct along with possible loss of correction may not have been enough to counter the force of the spine trying to revert to it's original position, causing a failure at the construct's weakest point, the distal most screw on the convex of the deformity curve, leading to the rod slipping from the screw. It is also unknown how long these device's were implanted as the IFU states "internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant." Length of implantation may have contributed to the event.

Event description:
It was reported that a mesa uniplanar screw experienced axial slippage post-operatively. This led to loss of correction in the patient. It is not known at this time if revision surgery is scheduled or will be performed.